Event description:
The lead explanted on (B)(6) 2012. Due to noise. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).